Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site. The next day the patient experienced a popping sensation in the right groin and extreme pain. The next day the patient underwent a surgical exploration and the angio-seal device was removed. A methicillin resistent staph aureus infection was diagnosed in the tissue tract, debridement via a small incision as performed. The patient was placed on antibiotics (type and dose unknown). The physician does not allege the angio-seal caused the incident.